Manufacturer narrative:
This report is being sent to provide new information in section h6 (evaluation conclusion codes).

Event description:
It was reported that following the implant procedure of this subcutaneous cardioverter defibrillator (s-ICD) system, standard post-implant x-ray imaging was performed, which showed that the tunneling for the electrode was done too superficially. Despite the in-range impedance (65 ohms), the physician elected to surgically re-tunnel the electrode to resolve the event. This s-ICD electrode remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that following the implant procedure of this subcutaneous cardioverter defibrillator (s-ICD) system, standard post-implant x-ray imaging was performed, which showed that the tunneling for the electrode was done too superficially. Despite the in-range impedance (65 ohms), the physician elected to surgically re-tunnel the electrode to resolve the event. This s-ICD electrode remains implanted and in-service. No additional adverse patient effects were reported.